Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received an unspecified sensor error message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer experienced symptoms described as dizziness and self-treated by consuming sweet cookies for treatment. The customer had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 280 mg/dl and provided the customer with 50 mg of an antihypertensive medication, captopril. The prescribed medication of captopril is used for the treatment of hypertension and is not considered an emergent treatment to prevent the occurrence of a serious injury or permanent impairment. There was no report of death or permanent impairment associated with this event.